Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had been experienced high blood glucose levels, all the time. The caller changed the customer's infusion set because the customer's blood glucose was 300 mg/dl and they were hospitalized. The customer was wearing the insulin pump. The doctor explained to the caller that the possible cause of the high blood glucose was a faulty infusion set. Insulin was leaking on the insertion site, but the cannula was not bent. Troubleshooting was performed on the insulin pump and it passed the manual prime test and the fix prime test correctly, the displacement verification test was correct. The high pressure test passed but the insulin pump alarmed no delivery on 5 units. No air bubbles and no leaks were found. Nothing further was reported.